Event description:
It was reported that during a arthroscopic acetabular labrum repair surgery, the active electrode of the super multivac felt off inside the patient. All pieces were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Per report the broken electrode was removed from the patient and the procedure was completed using a backup device. No patient injuries or adverse consequences were reported due to the breakage. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of manufacturing records for the reported lot number found no non-conformance's or anomalies during manufacturing process related to the reported event. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection under magnification of the wand shows a detachment of the complete screen with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was connected to a known good quantum 2 controller and was activated in saline solution at the default and max settings on the controller. The wand excites plasma on the remaining parts of the screen/electrodes. The suction line was tested and performed as intended; the complaint was confirmed. Additional factors which could contribute to the reported event: (1) the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force (2) do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury.(3) the wand may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.